Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve within a previously implanted surgical aortic valve, at 80% deployment, the valve did not seat properly in the annulus. The valve was recaptured and withdrawn from the patient. The patient was scheduled for a redo aortic valve replacement. No patient complications were reported as a result of this event. Additional information was received to report a medtronic guidewire was used for the procedure, the starting point of deployment was at the bottom of the pigtail catheter; however, the valve would not seat long enough to determine the depth. The patient's anatomy did not include anatomical anomalies that contributed to the dislodgement. The valve dislodged aortic.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012358655); product type: 0195-heart valves; product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve within a previously implanted surgical aortic valve, at 80% deployment, the valve did not seat properly in the annulus. The valve was recaptured and withdrawn from the patient. The patient was scheduled for a redo aortic valve replacement. No patient complications were reported as a result of this event.